Event description:
The recipient is reportedly experiencing loss of lock and non-auditory sensations. The recipient was advised to discontinue use of the device. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed that the electrode was severed prior to receipt, as well as damage in the epoxy header region and slices on fantail region. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device failed the electrical and mechanical tests performed. The failure of this device is attributed to excessive moisture through a gross leak at the case-band braze. This ultimately caused this device to cease functioning. This older device configuration is no longer manufactured. This is the final report.